Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 458 mg/dl. The customer changed supplies and delivered a bolus via the pump. Reportedly, the supply change resolved the alarms. As the event occurred in the past, troubleshooting was unable to be performed by tandem technical support.